Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the prongs on the homechoice (hc) power cord were burnt. This event occurred after use of the hc device. The technical service representative will send a new power cord and advised the patient to use the new power cord. There was no patient injury or medical intervention associated with this event. No additional information is available.